Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon was inserting the screw, the screw broke under the screw head at the static hole on the distal side.